Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt had the device and extension removed due to an infection. No other symptoms or outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.